Event description:
Reporter indicated that the patient was found expired by family member at home. An autopsy has been performed, but has not been completed. Further investigation revealed that the deputy coroner's office may have explanted the device, however, confirmation has not been received. Three attempts have been made to acquire additional information regards to this event. (1-via u.s. Mail to physician, 1-via fax to physician, 1-via telephone conversation with physician's nurse).